Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine change out. The leads were secured, the atrial lead exhibited an high impedance. The setscrew of the pulse generator could not be backed out or removed. The device was removed and a new device implanted successfully. The patient was stable post procedure.